Manufacturer narrative:
The device was not returned to howmedica for evaluation. However, it appears that this event is not device related, but rather as a result of intra-operative procedures and/or patient bone quality.

Event description:
The calcar cutter cracked and broke. The cutter was used with a calcar cutter guide (cat. No. 6093-2-010). There was no adverse consequence for the pt.